Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5, d10 concomitant.

Event description:
Additional information received states that while no ingrowth was noted, sleeve is still well affixed and showed no signs of loosening. At an interval of this duration, ingrown components would not necessarily be visible.

Event description:
It was reported that patient had an lps distal femoral replacement revision tka placed on (B)(6) 2025. He presented with a draining knee and was brought to the or for a one stage revision utilizing a dual set up. All components were functioning as expected so no allegation was made against any component. Cement was depuy 2 with gent, however is hospital owned so no qty or lot information is available. Both tibial and patellar components were well fixed via cement so no allegation is made against the cement. While well fixed, no ingrowth was found on either sleeve, further confirming infection. A thorough irrigation and debridement was performed after all components were removed. New components were prepared for. New components were opened on a "clean" table and implanted after new drapes and staff changing into "clean" gowns and gloves was completed. All new components were placed along with resorbable antibiotic beads and antibiotic cement. No delay nor patient harm was noted. Affected side- right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.